Manufacturer narrative:
The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including ECG stressing and bench handling without duplicating the report. The customer's multifunction cable used during the reported event was not returned as part of this investigation. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.